Event description:
It was noted that during cardiac catheterization, once the patient was dosed with heparin the istat act-k cartridge was not showing a change in results based on the dosing. We are currently switching over to the hepcon instrument until we can bring in the istat act-c cartridge. We had a discussion with abbott yesterday and they had already had reports of this same issue and an investigation was initiated. Currently there has been no harm to patients.